Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with juvéderm® vollure® xc. The patient experienced vascular occlusion and was treated with hylenex® on the same day. The patient had ¿significant bruising¿ from the multiple injections of hylenex®. The event resolved over a week later.